Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. There was no visible damage reported. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product confirmed power, but the alarm does not sound when the magnet is removed from the magnet plate. The unit does not pass functional tests. The tone selector features and low battery indicator work properly. The battery door is missing from the unit. Note: posey instruction for use warning statement: perform system test and remove the magnet to activate the alarm. Always verify you can hear the alarm volume at the furthest possible distance before leaving the pt/resident unattended. (B)(4).